Manufacturer narrative:
H3: the rebar 18 catheter was returned for analysis. The reported solitaire fr 4-20 stent device was not returned with the catheter. The rebar 18 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were observed on the catheter hub. No other anomalies were found. The rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub and tip without issues. Based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint could not be confirmed, as no issues were encountered during testing of the returned rebar 18 catheter and no damage was noted. The root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged device, a low flush rate, insufficient catheter flushing, or a lack of continuous flush with heparinized saline during delivery, or insufficient device hydration. In this event, the customer stated that the vessel tortuosity was moderate and that the catheter was flushed per the IFU, ruling out vessel tortuosity, insufficient catheter flushing, or a lack of continuous flush with heparinized saline during delivery as potential causes. Therefore, an incompatible or damaged device, a low flush rate, or insufficient device hydration could have contributed to the reported issue. Since the reported solitaire fr 4-20 stent device was not returned, any contribution of the stent device to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rebar microcatheter experienced resistance. The patient was undergoing treatment for thrombectomy in the left internal carotid artery. The access vessel was the femoral artery with a 6 mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that after preoperative preparation, the rebar18 was successfully selected to the target position, and a solitaire was delivered. However, the stent could not pass through the microcatheter, and multiple attempts were unsuccessful. To ensure surgical safety and optimal timing for recanalization, everything was withdrawn and a new microcatheter was used instead. The original stent was able to pass smoothly, and the procedure was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a solitaire sfr-4-20 stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no kink or damage on the catheter and pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.